Manufacturer narrative:
Resistors of cluster probe were lowered, temperatures were checked, standard calibration was performed. No corrective action was required this MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Cluster probe becomes hot when used. No annual service.